Manufacturer narrative:
(B)(4). One accumax 365 laser fiber was received for evaluation. Visual analysis revealed that the fiber was fractured approximately 85.5 cm from the distal tip. The fracture was held together by the jacketing. Additional examination revealed no damage to the fiber face within sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam seen exiting the break was bright, clear and scattered. The condition of the returned device would cause the device to stop working thereby confirming the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 9, 2017 that an accumax 365 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during procedure, the laser fiber stopped firing after it went inside the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.